Manufacturer narrative:
Event site name: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to the manufacturer

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover detached from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury.

Event description:
On (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that hardware from one side of spring arm was missing causing spring arm cover to separate. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury.

Manufacturer narrative:
The correction of b5 describe event and problem, h3a device evaluated by mfg, h3b device not eval provide code and h3c if other provide code-explain deems required. This is based on the internal evaluation. Previous b5 describe event and problem: on (B)(6)2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated the cover detached from the spring arm. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause contamination or serious injury. Corrected b5 describe event and problem: on (B)(6) 2023 getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that hardware from one side of spring arm was missing causing spring arm cover to separate. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Previous h3a device evaluated by mfg: no. Corrected h3a device evaluated by mfg: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: none. Previous h3c device not eval provide code: device not returned to manufacturer corrected h3c device not eval provide code: none. Getinge became aware of an issue with one of surgical lights - powerled 500. It was stated that hardware from one side of spring arm was missing causing spring arm cover to separate. There was no injury reported, however, we decided to report the issue in abundance of caution as any parts falling off into sterile field or during procedure may cause serious injury. Device was repaired and back to usage. It was established that when the event occurred, the surgical light did not meet its specification due to cover detached and as a result contributed to the event. Provided information does not indicate if upon the event occurrence, the device was or was not being used for patient treatment. Review of received customer product complaints related to investigated issue, revealed that there were no injuries to a user nor to a patient or operator when this particular malfunction occurred. Comparing the number of claimed devices to the number of sold devices worldwide, we can assume that the failure ratio of cover detached is moderate. As stated by the subject matter expert, the fall of the spring arm covers is the direct result of bad assembly of covers without the four screws locking and a lack of verification during yearly maintenance. In the chapter ¿maintenance¿, the technical manual indicates to check yearly for any loose covers and caps. To prevent any similar incident, it is recommended to perform visual inspection during maintenance as indicated in the user manual. Getinge shall continue to monitor for any further events of this nature and do not propose any further action at this time.